Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said today they noticed they are urinating every 20-30 mins. Patient checked device and stim was off. Patient said they didn't turn stim off and it went off by itself. Patient increased stim on program 2 to 4.0 and was not feeling stim. Patient said they are in a rehab facility. Patient said stim was working fine then all of a sudden stopped working. Patient got stim turned back on and the patient is still urinating so often. Patient tried program 3 at 1.3 and was feeling stim in the left thigh, patient switched to program 4 at 5.0 and was not feeling stim at all. Patient said they have had 5 major surgeries in the last year. Patient had to cancel their appointment with the managing hcp because they had their 8th surgery on their low back. Patient is going to try program 4 at 5. Reviewed effects of high amplitude on longevity, option to try other programs and getting device checked as soon as able.